Manufacturer narrative:
All three drivers were returned broken, with tip segments missing; the main body segments were examined under magnification. In all three cases, the driver exhibited a fracture/breakage with a fracture plane cutting broadly obliquely to the axis of the device through the tip end of the device; fracture surfaces are largely flat/textured without any signs of necking nor beach/progression/seashell marks. Fracture regions are jagged and sharp to the touch. In one case, brown discoloration was seen on external surfaces adjacent to fracture region. In one case, a thin spindle/thread of material (potentially metal) appears to have adhered to, or sheared off, the driver tip. No definitive conclusions can be made. Related reports (including this one): 3025141-2026-00033, 3025141-2026-00034.

Event description:
It was reported that when putting in at3 mini screw, 3 driver tips broke while implanting screw. Procedure was completed via burred out broken screw tips. No adverse event reported, but a delay of 20 minutes.